Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that in conjunction with viscoelastic product use during surgery that a foreign material like metal powder was discovered in the patient's eye. The powder was retained in the eye. The powder was retained in the eye but it is reported that there was no harm to the patient.

Manufacturer narrative:
Correction b.1., b.2., h.1., h.6. And g.9. Additional information is provided in d.11 . Follow up report 1 was originally submitted against report manufacturing number 3002037047-2017-00046, but has been resubmitted as follow-up to report manufacturing number 3002037047-2017-00047.

Manufacturer narrative:
Correction g.9 additional information is provided in h.3., h.6. And h.10. Follow up report 1 was originally submitted against report manufacturing number 3002037047-2017-00046. A. Batch documentation review / release results all batches are released according to the required specifications. Batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom, during assembly the operators wear protective clothing and hair caps. B. Sample evaluation to date no sample is received for evaluation. C. Retain sample evaluation as no lot is known and according local procedures retain sample testing was not performed. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of this complaint can be attributed to a component related issue or a solution quality issue. : - solution quality related issue : however a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom, during assembly the operators wear protective clothing and hair caps. After compounding the solution is filtered, depending on the length of the particle it is therefore very unlikely that the particle was introduced in the syringe during the filling process. - supplier component related : the barrel suppliers perform quality measures of each product before it is released; washing, drying, lubricating, assembly of the barrels and tip caps, and packaging of the syringe/tip cap assemblies are performed under appropriate clean conditions. No dust generating materials shall be allowed in the manufacturing area. The equipment and production environment are regularly cleaned in order to accumulated dust at all times during manufacturing. - customer handling could also not be eliminated as potential root cause for the reported condition.